Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was attempting to place the clip around a vessel and the clip applier¿s tip was bent in a way that wouldn't allow the clip to close properly. The clip was able to be placed in the clip applier appropriately but when trying to close the tip, the two sides weren't able to line up properly. This caused the clip to not be able to clip properly. Multiple attempts to use the applier resulted in us opening another applier to use. The clip was able to reach around the diameter of the vessel but was unable to clip properly due to the tip of the instrument not matching up how it was intended. Medium large hem-o-lock clips were used. No patient injury occurred.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the medium-large clip applier instrument was bent and not closing correctly. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one (1) severely bent grip, causing them to be misaligned. The grips were not found to be cracked. A clip cannot be properly loaded into the clip groove of the grip-tips. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.